Event description:
A user facility reported that after puncturing with the device model, na-u403sx-4019, single use aspiration needle, the plastic tube became detached from the attachment sleeve at the proximal end of the tube; the needle could be removed. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events report. Reference report patient identifier (B)(4) for additional event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history records (dhrs) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of (B)(4) units were produced under this lot number with no associated nonconformance reports (ncrs), reported scrap or recorded process deviations relating to the reported failure. The device did not return for a physical device inspection, the initial complaint cannot be confirmed. However, the observed failure is a known phenomenon likely resulting from forcing the device through resistance. The device instructions for use (IFU) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device.